Event description:
It was reported that the generator displayed a handpiece temperature error during an unk procedure. A second handpiece was used with same result. The same handpiece were used on a second generator which worked properly to complete case with no pt consequence. No other case info available.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint, and to correct the complaint, the analysis site replaced the generators main pcb board. The ready light in the bezel failed to correct the issue the bezel was replaced. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing and upgrades the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.